Manufacturer narrative:
Despite repeated requests, no further information on the case was provided. Based on the limited information available, it was not possible to adequately analyze the causes.

Event description:
Failure of plate osteosynthesis in the area of the tarsus.